Manufacturer narrative:
(B)(4). 1627487-07262012-002-r and 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2016-05496. It was reported the patient experienced positional stimulation. Diagnostic testing revealed multiple low impedances. Reprogramming was attempted; however, the patient felt pocket stimulation at maximum amplitudes. The patient stated falling multiple times. Subsequently, surgical intervention was undertaken on (B)(6) 2016 to explant and replace the ipg. The system is reportedly functioning fine post-operatively. Please note the lead information is unknown at this time (device 2).